Event description:
The customer called and stated that they printed results from (a ring 737855) and selected a second (a ring 739470) from the queue to print next. This ring printed with ID from (a ring 7377855) and contained pt results from (a ring 739470). No pt results were reported.